Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that on multiple occasions, after an infusion, a splash of blood/fluid occurred when disconnecting from the maxzero which was a biohazard/chemo exposure risk. Details were requested with no specifics given by the customer. There was no patient harm.